Event description:
Per the clinic, the patient underwent surgical procedures on (B)(6) 2012 to treat a hematoma around the implant site. It was also reported that the patient was hospitalized from (B)(6) 2012, when the clinical symptoms were successfully resolved. The implanted device remains.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2012 due to the electrode being found to be extracochlear subsequent to the two surgical procedures to treat hematoma. The patient was reimplanted with a new device during the same surgery.this report is filed (B)(6), 2013.

Manufacturer narrative:
Correction: the device was not explanted on (B)(6) 2012 as previously reported. The implanted device remains. This report is filed (B)(4) 2013.